Event description:
A caller reported a malfunction on their pump after updating the pump's software to version 7.10.2. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the pump was not shutting down. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.